Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 150 mg/dl. The customer also stated that the insulin pump was scratched and a piece was cracked off at the top of the reservoir compartment. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, broken reservoir tube lip, cracked display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.